Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform a lot history review. Based on the limited information provided and the investigation performed, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. The most likely root cause of the reported incident is due to the arterial access site location in the superficial femoral artery. In the instructions for use (IFU), we instruct users to do the following: "confirm via arteriogram: common femoral artery single wall puncture.."

Event description:
A patient underwent a catheterization in 2009. Two days prior to the scheduled procedure, the patient discontinued coumadin. Additionally, she was given fresh frozen plasma and vitamin k to provide additional protection to counter the residual coumadin. The patient's intra-procedural inr was reportedly between 1.6 and 2.0. The procedure was performed via a 6 french procedural merit sheath placed in the superficial femoral artery (sfa) which was verified via fluoroscopy with a lumen diameter >6mm. At the end of the procedure, the patient's blood pressure was reportedly 180/68. A mynx vascular closure device was deployed by an operator in training. At the end of the deployment, an expanding hematoma was noted and 15 minutes of compression was applied. Upon checking the hematoma for stability, a second hematoma, distal to the initial hematoma, was noted. An additional 20 minutes of compression was applied to the second hematoma after which, the hematoma appeared to have resolved. While in recovery (and before ambulation) a large hematoma (reportedly extending from the abdomen and down the leg) spontaneously developed which was controlled via manual compression. The patient also underwent a transfusion, which she tolerated well. No further clinical sequelae were reported and no additional information is available.